Event description:
Related manufacturer reference number: 2017865-2022-10292. It was reported that the patient presented to a procedure. During the procedure, the atrial and another unknown chamber lead would not extend the helix properly. As a result, high and out of range pacing impedance was noted. The leads were not used. The patient condition was stable. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events were high pacing lead impedance and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retraced and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue. The reported event of high pacing lead impedance was not confirmed. Electrical testing, visual and x-ray examination were normal and found no anomalies.

Manufacturer narrative:
A device history record (DHR) review was performed. The product passed all quality control tests prior to its distribution.